Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial:con302902 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2024 and seven (7) low flow alarms logged since (B)(6) 2024. Review of the alarm log file also revealed a controller fault alarm logged on (B)(6) 2024 at 01:48:20, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Two (2) vad disconnect alarms were logged on (B)(6) 2024 at 03:55:09 and 09:59:03, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 31-mar-2018 / serial #: (B)(6), d9: no h3: no h4: mfg date: 31-mar-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) had low flow alarms and the controller exhibited controller fault alarms and vad disconnect alarms. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.